Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter is leaking. The catheter was pulled and replaced. No additional info is available.